Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating an open safety valve. The reported ventilator has been investigated on site by our field service engineers. Expiratory channel printed circuit board (pcb) has been replaced to resolve the technical error. Moreover, a pressure transducer pcb has been replaced as well to resolve an internal leakage that happened after replacing the expiratory channel pcb. The replaced parts have been returned for investigation. Simulated test use of the returned parts couldn't reproduce any issue as both pcbs passed the pre-use check. No abnormal found during ventilation for four days. Therefore, no root cause can be established.